Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise and decrease in pacing impedance. During the rv lead revision, visual inspection found a pinhole caused by needle puncture and presence of body fluid inside the lead. The rv lead was replaced. There were no adverse health consequences to the patient.